Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1pcfh, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient(pt) reports lost a lot of weight because has been sick and that caused the leads and device to move. Pt reports leads are not longer in the right spot and is getting the device removed. Pt also mentioned is in a lot of pain from the implant. Pt inquired about turning therapy off before procedure. Agent walked pt through turning ins off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.